Event description:
The initial reporter stated that they were able to hear the pump motor and it appeared to be running, but no formula was being delivered. They also stated that the pump was not delivering accurately, however, multiple values were provided for the rate, dose and amount delivered and it is unclear which information is correct. Mmdg did follow up with the initial reporter who stated that the patient did not experience any adverse effects due to the complaint. No additional information was provided. [Complaint (B)(4).]

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and no nonconformances were found. Because the device was not returned to mmdg for evaluation, no investigation could be completed. This report will be updated if the device is returned to mmdg.